Manufacturer narrative:
Device details were not made available as of the date of this report. This report is submitted on june 13, 2019, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient underwent surgery (date not reported) to explant the device due to medical reasons unrelated to the implant and was reimplanted with a new device on (B)(6) 2019.